Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an issue with the pump head module was not confirmed or reproduced by baxter personnel during product evaluation. The assignable root cause could not be determined. Since the device has been removed from service, no repairs have been made to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A service history review revealed no previous service events were related to the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced issues with the pump head module. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.